Manufacturer narrative:
An investigation is in progress to determine the cause. The mtm2 was replaced to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Of this reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, mtmr presented a mechanical failure, the master control was not closing. There was no harm to the patient. Intuitive surgical inc. (Isi) followed up with the customer to confirm that ports were placed when the issue occurred.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the mtm2 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm2 was analyzed and found that the mtm2 was returned for failure analysis, and the reported mtm mechanical failure was not confirmed and not replicated. In remote fe, no error was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The mtm2 was then installed onto a pftp where all relevant testing was passed within specification. Once testing was completed, no faults could be identified. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue. The complaint was not confirmed based on failure analysis. The probable root cause is attributed to component failure.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause cannot be determined based on the information available. There were no functional issues found with the master tool manipulator (mtm) during failure analysis.